Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the camera head coupler was found detached and the washer and stopper were missing. Additionally, the video connector case was cracked. The camera was last serviced via repair in august 2018. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus service center was informed that the customer high-definition camera head was returned for repair for a reported ¿scope connection is loose¿. The event occurred/observed during reprocessing. Upon inspection and testing, the customer¿s reported issue was confirmed as the camera head coupler was found detached and the washer and stopper were missing. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the malfunction could not be determined. Olympus will continue to monitor field performance for this device.